Event description:
It was reported that within a few weeks of implant, pericardial effusion was confirmed. The lead tip was thought to have slightly perforated the ventricle. Later, a thoracotomy confirmed that the pericardial fluid was serum, and approximately 450 ml was collected. It was also confirmed that it was not the ventricular lead but the atrial lead which had perforated the pericardium. The cardiac muscle around the perforation site was sutured and the atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A 6947m62 implantable tachy lead, (B)(6) 2013. (B)(4).